Manufacturer narrative:
(B)(4).

Event description:
Family upgraded the g5 receiver to g6 ~ 1 week ago, and since then they've been having problems. The receiver is not alerting lows or highs despite the sound setting being on "normal" and testing correctly. The other day the deputy found him in the road and his bg was 40.